Event description:
The customer alleged she was in the process of charging the contour next link meter with the wall charger when the meter exploded. Only the meter and charger were damaged. There was no allegation of injury. A new meter was sent, and the customer was asked to return the damaged product.

Manufacturer narrative:
The serial number could not be provided, and the manufacture date could not be determined without this information.